Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The event was further described as "a leak from the door device." This was observed at the end of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.